Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the mobile view station (mvs) would not boot up and an error message would come up that stated "cannot load the config file". The mvs would stay on the screen and would not completely boot. This was reported outside of surgery. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date. During the onsite inspection, it was reported that the config file became corrupt and was stopping the mvs software from starting up. The medtronic representative reloaded the config files from the last pm which resolved the issue. A successful system checkout was performed which verified that the issue had been resolved. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the mobile view station (mvs) would not boot up and an error message would come up that stated "cannot load the config file". The mvs would stay on the screen and would not completely boot. This was reported outside of surgery. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date.